Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The complaint verified when tested. The problem was isolated to dso (downstream occlusion sensor) other issues were found and repaired on the device; s182 c181 r145. No further investigation information other than revealing the DHR review revealed no issue identified prior to release of device

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch alarm blockage when loading cartridge. No patient adverse events reported.

Manufacturer narrative:
Additional information received in a customer response. Event occurred prior to usage and no injury occurred. The device is used for lifesustaining medication. The patient is 60 year old female, with initials of (B)(6). Date of birth (B)(6) 1959. The event of the alarm occured on (B)(6) 2019.